Event description:
The following was reported to davol: davol fa received a letter from the patient's husband on behalf of his deceased wife. He alleged that his wife had a mesh placed in her body due to a hernia (unspecified date). He alleges that his wife had a long and intensive medical history and as a result of the mesh implant was having surgeries due to infection since 2000. He alleges that as a result of the surgeries the mesh began to protrude and surgeries began, to correct the infection. He reported that his wife died in (B)(6) 2013.

Manufacturer narrative:
With the limited information provided, no conclusion can be made as to the degree to which a bard/davol mesh may have caused or contributed to the alleged patient outcome. There was no allegation that the patient's passing was related to the mesh implant. There were no product identifiers included in the letter, therefore, we are reporting this as a bard flat mesh, the contact simply stated that his "wife had a mesh placed in her body due to a hernia." Additional information as been requested from the contact, however, no additional information has been provided to date. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.